Event description:
The facility's field service engineer reported an infusion pump with an 550 failure code. The field service engineer stated they have no record of any patient incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during patient use or biomed testing, but it was unknown. Additional contact information was requested, but not provided.